Manufacturer narrative:
(B)(4). Date sent: 1/15/2021. One video received. Upon visual inspection of one video, the following was observed: the video shows a staple line on the tissue and bleeding was noted on the staple line. Based on the video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please provide the product code of cartridges used throughout creation of sleeve. Gst60g and gst60b. What color cartridge was used a site of post-op bleed? Gst60b. Was the bleeding intraluminal or intra-abdominal? Intra-abdominal. What was the approximate blood loss? Approximately 2 liters. Was a transfusion required? No. Were there any staple formation or hemostasis issues experienced intraoperatively? No. What is the current patient status? Doing well. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a few hours post op to a sleeve gastrectomy the patient was brought back to surgery to address a re-bleed at the top of the staple line. A clip was used to successfully repair the bleed.